Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level of 524 mg/dl. Customer stated that they were sick and this could have been a possible cause for the high bg, but customer is unsure. Reportedly, the customer gave themselves a bolus and a manual injection to address the high bg.